Event description:
It was reported by end user that the arms pads and wheel lock tip are completely ripped on the (B)(4) wheel chair. No injuries or property damage reported. End user was referred back to the (B)(6). No other information provided.